Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Additionally, the customer was using cold insulin. The customer was educated on the proper load techniques. The customer reprimed the tubing and resumed insulin delivery, and the case was closed by technical support.